Event description:
It was reported that the customer received a continuous glucose monitor error 42. During troubleshooting with technical support, the error 42 reoccurred. Customer reverted to an alternate method of insulin therapy.